Manufacturer narrative:
(B)(4). Updated sections: b4,b5,d9, g3,g6,h2, h3,h11. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) aortic cutter part was sticking out from the beginning and it was unusable. The activation button was not pressed. A new heart string was opened and the surgery was completed successfully. There were no procedural delays. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) aortic cutter part was sticking out from the beginning and it was unusable. A new heart string was opened and the surgery was completed successfully. There were no procedural delays. There was no patient harm or injury reported.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) aortic cutter part was sticking out from the beginning and it was unusable. The activation button was not pressed. A new heart string was opened and the surgery was completed successfully. There were no procedural delays. There was no patient harm or injury reported.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 07/09/2025. An investigation was conducted on 7/14/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact deployed aortic cutter. The cutter blade was observed to be deployed properly with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "pre-mature activation " was confirmed. The lot # 3000473348 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.